Manufacturer narrative:
The hill-rom technician found the weigh frame board needed to be replaced. Per the hill-rom user manual, warning: the bed exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2014 to 2016. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the weigh frame board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm would alarm, but would not send a call to the nurses' station. The bed was located in room 1034 at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).